Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the circumflex artery. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, when removing the ivus catheter from the vessel, it became hung up on a non-boston scientific guidewire. The physician had to remove both the ivus catheter and the guidewire, and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the imaging window was kinked. Microscope inspection also revealed that the guidewire exit port was lifted.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the circumflex artery. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, when removing the ivus catheter from the vessel, it became hung up on a non-boston scientific guidewire. The physician had to remove both the ivus catheter and the guidewire, and the procedure was completed with another of the same device. No patient complications were reported.